Event description:
During the case, the echelon powered stapler was hard to close on the stomach. Upon closing, it made a loud click as if something broke and the stapler would not fire the staple load when it was placed on the patient's stomach. Stapler was able to be removed from the stomach and no injury was noted.